Event description:
Devilbiss healthcare was notified by a home oxygen provider of a complaint involving a portable oxygen concentrator. The provider stated, "while in use, the charger that plugs into dc outlet melted, causing the unit to break." There was no report or evidence of illness, injury or medical treatment associated with the complaint. The portable concentrator and power supply are being returned to devilbiss for evaluation. An update will be filed if new information becomes available.